Manufacturer narrative:
Product complaint # (B)(4) additional information: h6 component code: g07002 - device not returned. Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. If possible, please confirm the number of producedures/patients affected by this issue. Regarding recurrence no information available because no declaration to other procedure. How many devices demonstrated the alleged deficiency on each involved patient event? Regarding recurrence no information available because no declaration to other procedure. Were there any patient consequences? No patient consequence. Please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep) please perform and document the follow-up attempt for product return. Please document the shipment tracking number in the notes or rmao sections. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. The single complaint was reported with multiple events. There are no additional details regarding the additional events. No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown procedure on an unknown date in 2025 and suture was used. When the surgeons make the knot, the thread broke and forces doctors suture again. Additional information has been requested.